Event description:
The ilt safe cross rf crossing wire was used in an attempt to cross a total occlusion of the right iliac artery to enable percutaneous therapeutic treatment with other devices. The lesions was judged to be approximately 10cm long. The wire was successfully advanced through the lesion using rf energy. The wire was held in place while the physician attempted to advance a balloon catheter over the wire to treat the lesion. The balloon advanced approximately 2cm into the lesion when the physician felt resistance. The physician decided to remove the balloon catheter and discovered that the distal tip of the wire was not moving. When he removed the balloon catheter the proximal section of the safe-cross wire came out with the catheter, but the distal 10cm of the wire remained centered in the lesion. The physician decide not to attempt to remove the distal tip of the wire because it was held stationary in the lesion and not considered likely to move. The patient did not experience any acute adverse affects from the event and the physician does not believe there is any danger to the patient as a result of leaving the wire tip lodged in the lesion.